Event description:
Oer received a call from the FDA emergency call center reporting a death in (B)(6). The caller, (B)(6), is a death investigator at (B)(6) reporting the death of a 56-year-old male with type 1 diabetes. His insulin was recently changed, and he received a new pump 2-3 weeks ago. The device is a beta bionics ilet bionic pancreas pump. The family noticed some problems with the device, but did not provide any specifics. On february (B)(6), the individual went to bed and was found deceased the next morning. From the biometrics app of the device, it was observed that the glucose level declined significantly after midnight on feb (B)(6) and insulin delivery eventually stopped. The caller mentioned seeing information on a previous FDA investigation from 2023 that appeared similar.

Event description:
Additional information received for mw5172082 on 8/14/2025 to make the reporter unknown.